Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the jaw of the reload was open. Functional testing noted that the reload was loaded into a representative handle. The jaws were opened and closed repeatedly with no abnormalities. The interlock was overridden and the reload was applied to test media. All staples were properly placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the jaws of the reload did not open at all, not involving tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device was prefired and engaged in interlock. Visual inspection noted the sled was slightly advanced. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cardiac and proximal gastrectomy, the powered stapler did not work properly. Handle, adapter, and loading unit were all replaced to complete the surgery. After the surgery, the medtronic employee checked the defective device and found that the adapter was in a state of being disconnected from the jaws with the jaws closed. The jaws were able to pry open by moving the clamp cover by hand. When they checked the handle and adapter, there were no problem. The problem was with the cartridge.